Event description:
Caller alleged discrepant inratio2 results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.5, lab: 2.0. Less than 1 hr between test and lab draw. Pt self tester has been using the inratio2 meter since (B)(6). She takes her coumadin dose at night. Pt reports having a difficult time testing, but was not sure of what errors occur.

Manufacturer narrative:
Investigation pending.